Manufacturer narrative:
The manufacturer previously reported a device was returned for service and failed a test step during testing. The device's sensor board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The manufacturer's evaluation is still on going. A follow up report will be submitted on the completing of the evaluation.